Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1083 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reez1083) have been reported from the same facility in (B)(6).

Event description:
It was reported "patient had allergic reactions." Add info rcvd 05.26.2021: please describe the signs and symptoms of the patient's allergic reaction: hives and puritis at what point during product use did the patient begin to exhibit symptoms? Towards the end of the case- puritis in anterior body, arms, thigh and low flanks with some hives. What intervention/treatment was provided to the patient and what was the outcome? As before- benadryl and resolution within 30 minutes second event- first event- 48 hours has the patient recovered? Yes.